Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis (pxt261416/7331884, pxc141000/7345053). No issues were reported. The patient tolerated the procedure. On an unknown date, follow-up imaging identified a distal type I endoleak from the contralateral leg component. The cause of the endoleak was reported to be unknown. On (B)(6) 2017, an additional device was implanted to extend the left leg distally to repair the endoleak. The endoleak was reported to be resolved, and the patient tolerated the procedure.